Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there were horizontal stripes in the image due to a communication failure caused by the deformed cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had image problem. No procedure was involved. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found there were horizontal stripes in the image due to the deformed and twisted root part of the cable. The lock of the coupler did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.